Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records and radiographs received. Review of the available records identified the following: -twenty years post primary left tha. Discomfort in thigh and knee with activity. Radiographs indicate volumetric wear and impending failure of the poly component. -evidence of volumetric wear in the acetabular component. The poly liner was intact and well fixed. The stem was well fixed. Cultures sent - no report. Synovial biopsy sent ¿ no evidence of acute inflammation or infection. -ebl 100 -upon entering the capsule, there was no evidence of debris. No evidence of complete poly failure. There was some oxidation. Some wear patterns. Evidence it was about to fail but no evidence of metal-on-metal contact. -assessment of the cup and stem indicated they were well fixed. No evidence of any debris present. -new cup and locking ring implanted. Locking ring was engaged in the cup was securely fixed. The trunnion was cleaned and a new ceramic femoral head was placed. The wound was irrigated and closed in layers. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices: ringloc locking ring size 22 catalog #: 105422 lot #: 021130, biolox option ceramic head 28mm catalog #: 650-1055 lot #: 428080. The patient's legal counsel has not indicated whether the explanted devices will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a left hip arthroplasty revision to address pain and polyethylene implant wear approximately twenty (20) years post-operatively. Revision operative notes identified no evidence of debris or complete polyethylene failure. Oxidation and wear patterns were found, however, no metal-on-metal contact was identified. Attempts have been made and no additional information is available at this time.